Event description:
We were doing a monarch case and taking biopsy with the forceps. We heard a pop and the spring broke on the forceps.possible defective monarch biopsy forceps, smooth cup (ref mbr-000014, lot 78930733).no harm to the patient. The procedure was completed using a new monarch biopsy forceps ¿smooth cup.